Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temperature rises and falls repeatedly and cannot be measured. It was stated that the foley catheter was directly used on the patient.

Event description:
It was reported that the temperature rises and falls repeatedly and cannot be measured. It was stated that the foley catheter was directly used on the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿sensor wire too weak¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: precautions for use (9) when catheter with temperature-sensing is used, connect lead wire to monitor with relay cable. (10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. (14) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. (15) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. (16) do not wet the lead wire and the junction with extension cable. (17) this device is compatible only with monitors requiring ysi 400-series type temperature probes. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.